Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (10 mg/ml at 0.808 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. It was reported that on (B)(6) 2016 during a lumbar fusion procedure, the catheter was somehow broken; it was inadvertently cut. The surgeon repaired the catheter with a distal catheter revision kit. Per the surgeon, the catheter had been disconnected for 4 to 4.5 hours and he had not observed any drips from it. It was reviewed that at the patient's current flow rate, the total fluid amount would be quite small. It was believed that a portion of the catheter may still be in the intrathecal space free floating and the surgeon left it there; it was assumed a 17 cm fragment was floating in the patient as the catheter fracture was at the 17 mark on the catheter. The existing catheter was cut at the 20 cm marker and 5.4 cm was cut off the new distal catheter for a new catheter length of 32.6 cm. The physician elected not to suture around the suture grooves, but instead sutured around the strain relief sleeves and said he thought that would be okay. The new catheter information was entered into the 8840 programmer and a priming bolus was done with drug being dilaudid (10 mg/ml at 0.989 mg/day). It was noted that the patient was in a prone position on the table during the procedure and the physician chose not to aspirate via the cap (catheter access port) at any point during the procedure. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.